Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics at this time has been submitted.

Event description:
An amo refractive specialist was informed by a surgeon of two capsular tears occurring when using a catalys system and a signature system. The capsular tears occurred at two different locations. Although, attempts were made for further information, no additional information has been provided. Due to limited information provided, there will be 4 reports filed due to two capsular tears with both systems reported at two different locations. This is 3 of 4 reports.